Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered the sample 1 mixer was failing. The cse replaced the sample 1 mixer and performed an alignment. Diagnostics and a system check were run and passed. The cse recalibrated calcium and glucose methods, reset the result monitor, and ran quality controls, which passed. The cause of the discordant, falsely low glucose result was the failing sample 1 mixer. This instrument is operational. No further evaluation of this device is required.

Event description:
A discordant, falsely low glucose result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported and was questioned by a nurse, who had obtained a higher result on a point-of-care test. The sample was repeated twice on an alternate dimension vista instrument and resulted higher. A corrected report was issued with one of the repeat results. There are no reports of adverse health consequences or patient intervention due to the discordant glucose result.